Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose of 43 mg/dl to 244 mg/dl. Customer indicated that he treated with food and wanted to report the incident only. Troubleshooting was declined by customer.